Event description:
It was reported that the patient experienced a fall prior to an in-clinic check. Upon device interrogation, the patient was found to be in bradycardia and the device exhibited loss of capture. Re-programming was performed. It was also noted that premature battery depletion was suspected on the device. No additional intervention was performed. The patient was stable.